Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The device was tested manually on the bench and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found which caused the battery to deplete.